Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that for about the past month "replace controller batteries soon" message has been displaying while charging their ins. The rep was not with the patient at the time of call and mentioned that the patient had attempted to reach out to patient services regarding the matter but has been unable to reach anyone due to long hold times. The rep requested that someone reach out to the patient for further troubleshooting. The manufacturer's technical services specialist (tss) called the patient for further troubleshooting. The patient stated that in addition to receiving the "replace controller batteries soon" message while charging their ins, the controller also became unresponsive and displays either a black or white screen. Tss reviewed information. A replacement controller was sent out. No patient symptoms were reported.   Additional information was received from the patient. It was reported that the patient called back stating they received the replacement controller but they were still not able to charge the implant. The patient stated they were seeing no device found and they noticed the recharger was getting extremely hot. A replacement recharger was sent out. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. A recharger failure was found, no device found message appeared three times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.